Event description:
Covidien pharmacovigilance - (B)(6) reports via e-mail, (B)(6) female patient was administered 75ml of ioversol (optiray 300) from a prefilled syringe, connected by a covidien low pressure tubing (B)(4) to the intravenous access in her hand. The injector was set at 3ml/second for 93ml volume, with psi limit of 225. Optibolus was used. The injection extravasated resulting in contrast in the patients hand. The injection was stopped after 40ml as the radiographer noticed pressure rising. The patient was treated immediately with hot and then cold compress and arm raised. Significant bruising and swelling was noted at the injection site. The patient was admitted to the hospital and referred to a consultant surgeon. The patient had no repeat scan, because the physician decided that the information on the native scan was sufficient for the diagnosis. No further details of the patients condition are available. The final outcome of the event is unknown. Customer does response that if significant further treatment was required, they would have heard about it.

Manufacturer narrative:
Covidien regional service reports no service was requested by the customer to inspect the injector. A preventative maintenance completed on (B)(6) 2011 did not report any malfunctions of the injector. Cts history search shows no other similar issues with this unit.